Event description:
A hospital in (B)(6) reported that the surface of an 900rd101 gas inlet connector appeared to be smooth and the diameter was narrow. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device has been returned to the manufacturer for evaluation. The complaint device was visually inspected and analysed. Attempts to obtain further information from the hospital have been unsuccessful. Results: the visual inspection confirmed the tip of the complaint gas inlet adaptor to be smooth and deformed. Without further clarification and detailed information we are unable to determine the root cause. The 900rd101 gas inlet adaptor is used with the rd900 neopuff resuscitator. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff user instructions state that the user should check the pressure settings "prior to every use of the neopuff." It should be noted that this is the only complaint of this type that we have received in the past 3 years.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the surface of an 900rd101 gas inlet connector appeared to be smooth and the diameter was narrow. This was reported prior to patient use.